Manufacturer narrative:
During the eval of the device at the MFR's service center, a failure of the device to power on was observed. The power supply board was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.